Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unable to verify excessive no delivery alarm due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was 352 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised they were stuck in a preparing to prime loop. Customer did not receive a 2nd series of beeps and the numbers did not appear on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.